Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. The date the incident occurred is unknown. The date entered in is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported an unspecified issue with the adc application, stating that "the application does not work". Due to this issue, the customer reported they became fatigued and subsequently lost consciousness. The customer had contact with a healthcare professional who treated customer with rapid insulin (dose unknown). The customer additionally reported some treatment of glucose at unspecified time. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The user reported an unspecified issue with the freestyle librelink, stating that "the application does not work". Attempts to reproduce the issue using similar configuration and was not able to reproduce the complaint. Investigated the freestyle librelink complaint and determined that there were no issues with the librelink application that would have led to the complaint; therefore, the issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event.

Event description:
A customer reported an unspecified issue with the adc application, stating that "the application does not work". Due to this issue, the customer reported they became fatigued and subsequently lost consciousness. The customer had contact with a healthcare professional who treated customer with rapid insulin (dose unknown). The customer additionally reported some treatment of glucose at unspecified time. There was no report of death or permanent injury associated with this event.